Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported a replacement surgery was carried out due to lead fracture. A new lead was implanted and connected to patient's implantable pulse generator, and the issue was resolved.

Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.